Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. Patient anatomy included severe tethering of both leaflets. One clip was implanted and mr was reduced to 3+. A second clip was implanted lateral to the first clip and mr was reduced to grade 2+. A third clip was prepared for use, and transesophageal echocardiogram (tee) noted that the second clip detached from the anterior leaflet, but remained attached to the posterior leaflet (slda). Mr increased to grade 4+. The third clip was implanted lateral to the second clip, stabilizing the detached clip; however, mr remained unchanged at grade 4+. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: catalog #. The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (tethered leaflets). However, the reported patient effect of unchanged mr is due to the slda. There is no indication of product quality issue with respect to manufacture, design or labeling.